Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the up and down buttons on the infusion device are defective and the protective rubber is damaged. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The up button is permanently active due to an external mechanical damage.